Event description:
It was reported that during the procedure to treat a perforation in the circumflex artery, the 3.0 x 16 mm graftmaster stent system was advanced into the patient anatomy and the stent deployed. The perforation was sealed; however, the device was used after the expiration date. There was no adverse patient effect and no clinically significant delay. The use of the expired graftmaster was deemed an emergency. Though requested, no additonal information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The graftmaster stent delivery system (sds) and its packaging were not returned; therefore the expiration date on the specific product labels could not be confirmed. However, a review of the labels attached to the device history record for this lot was conducted and all labels indicated an expiration date (use by date) of 30/april/2011, which is 3 years from the date of manufacture (30/april/2008). This confirms that the product was labeled correctly, and based on the reported information the product was used approximately 5 months past the labeled expiration date. The graftmaster instructions for use states: use the device prior to the use by date specified on the package. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a search of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.